Manufacturer narrative:
The device was not available for evaluation. It was reported that a l1-s1 revision was needed to replace a loose creo threaded locking cap with subsequent rod slippage post operatively on (B)(6) 2024. Image from the x-ray provided shows rod slippage on the right s1 screw. The patient was a 76-year-old female weighing 230 pounds who had a small fall while attempting to use the restroom assisted on (B)(6) 2024 prior to the revision surgery. The small fall may have caused the reported incident, but no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace a loose creo threaded locking cap with subsequent rod slippage post operatively.